Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had a steady rise in the rv defibrillation coil impedance and the impedance was now high. The lead was capped and replaced. In addition the ICD triggered recommended replacement time (rrt) and was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered shocks for atrial fibrillation (af) with rapid ventricular response. The ICD remains in use. It was further reported that the right ventricular (rv) lead triggered and superior vena cava (svc) impedance alert for high/undefined impedance. It was noted that the impedance had been varying for the past three weeks. In addition, the r waves had been variable for over a year and were trending smaller now. The svc coil and svc alerts were turned off and the lead remains in use. No further patient complications have been reported as a result of this event.